Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure (ess205) inserted (lot no: 621880-invalid) for female sterilisation. The patient had a medical history of parity 5 and multi gravida in 2006. Concurrent conditions were listed as uterine fibroids, menorrhagia and pelvic pain since on (B)(6) 2021. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5163 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, fibroid excisions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: clinical data-confirm tubal occlusion, prior deployment of essure device. Impression: 1. Deployment of essure coils in position as expected. 2. No evidence of contrast passage in to the fallopian tubes or peritoneum. 621880-invalid. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure (ess205) inserted (lot no. 621880-invalid) for female sterilisation. The patient had a medical history of parity 5 and multi gravida in 2006. Concurrent conditions were listed as uterine fibroids, menorrhagia and pelvic pain since (B)(6) 2021. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5163 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,fibroid excisions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: clinical data-confirm tubal occlusion,prior deployment of essure device impression: 1. Deployment of essure coils in position as expected. 2. No evidence of contrast passage in to the fallopian tubes or peritonium. 621880-invalid. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure (ess205) inserted (lot no. 621880) for female sterilisation. The patient had a medical history of parity 5 and multi gravida in 2006. Concurrent conditions were listed as uterine fibroids, menorrhagia and pelvic pain since (B)(6) 2021. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5163 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,fibroid excisions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: clinical data-confirm tubal occlusion,prior deployment of essure device. Impression: deployment of essure coils in position as expected. No evidence of contrast passage in to the fallopian tubes or peritonium. The most recent follow-up information incorporated above includes data received on: 19-sep-2023: reporter and patient information,lab data,medical history, indication, lot no drug start and stop date,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.